Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 1 month. Device evaluation: a section of the driveline approximately 8 inches long was returned for evaluation. There was evidence that the white silicone jacket had separated from the metal connector. The driveline was tested for electrical continuity in the condition that it was received and the yellow wire produced an open circuit. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the wires at the nipple housing of the metal connector revealed that the yellow wire was completely fractured; the yellow wire redundantly supports motor phase 1. Further analysis revealed that the observed wire damage appeared to be the result of repetitive flexing. The remaining wires were unremarkable. If the exposed conductors of the yellow wire made contact with the braided shield while the patient was operating on the power module, the resulting short to ground would have resulted in the red heart alarms and pump stops that were confirmed through the analysis of the log file that was submitted by the account. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient stated he received a "red heart" alarm at home while connected to his power module. The patient was admitted to the hospital where an interrogation of his history screen revealed multiple "pump stops", "low flow" and "low speed" advisory alarms. The patient remained on batteries. The patient was asymptomatic. The manufacturer's technical services representative reviewed the provided log file and observed multiple pump stops and/or speed drops greater than 200 rpms below the low speed limit. A percutaneous lead repair was completed on (B)(6) 2015. Phase interrupter testing indicated a broken yellow wire.